Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered on and off randomly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'device powers off at random' was recorded in the event history log (ehl) review as ¿improper shutdown!' Messages, and it was duplicated during evaluation by troubleshooting the device. Evaluation determined the assignable cause to be depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. An event history log (ehl) review was not performed for the reported allegation of 'device powers on at random' because it's a failure without logical activities or recorded events. This reported complaint of ¿device powers on at random' was involuntarily missed during evaluation, the device is no longer in its received condition, thus, the evaluation cannot be performed for the reported allegation. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.